Event description:
The customer called to report the buttons in the pump were unresponsive. Troubleshooting was performed. The buttons became unresponsive and also skipping screen noted. During the call the customer informed that they were admitted to the hosp with dka. It was stated that a diabetes edcuator performed a self-test and passed the testing. The programming was correct and the histories were accurate, but the buttons were sticky and unresponsive. The doctor and the customer believed that their hospitalization was due to dehydration or bad insulin. The set was changed three days before the event, but the customer was exposed to the sun for several hours and for two days. The insulin was very hot. The customer was on insulin drip.